Manufacturer narrative:
This product is not marketed in the us. (B)(4). Work order search: no similar complaint types were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens in the patient's left eye (os). The customer stated the patient is not well with the lens. The surgeon noted there is an overcorrection of the patient's left eye, and plans to exchange the lens for the patient. As of the date of MDR submission the lens remains implanted.